Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited noise that was not reproducible via isometrics. When the patient was sitting during atrial pacing noise could be seen. Patient to undergo x ray. Should additional information become available this file will be updated.

Manufacturer narrative:
(B)(4) 2018 - boston scientific reported that this lead was capped on (B)(6) 2018 due to oversensing and low impedances of less than 200 ohms. A new atrial lead was placed.